Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5 emitted a steady tone and could not be troubleshot effectively (no other details available). Another device was used to complete the case. There was no consequence to the pt.